Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported image failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunction: the most probable cause of this complaint is expected or random component failure of connector part without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported when connected to the video processor with an adapter, the image is not displayed on the monitor. This issue was found during servicing and maintenance. There was no patient involvement.